Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Device remains implanted.

Event description:
It was reported that post op on a realize band placement, nine weeks post op the patient started eating meat and started vomiting. The patient was taken to surgery for an exploratory procedure and band had slipped. The band was repositioned without any patient complications.